Event description:
It was reported that this pacemaker was part of the system revision due to infection and sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.